Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device and the reported stent migration was unable to be confirmed due as the stent implant remained in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for this lot. The investigation was unable to determine a conclusive cause for the reported stent migration. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed, mildly tortuous, and heavily calcified de novo lesion in the mid popliteal artery. The access site was ipsilateral with a 6f sheath in place and a 0.018 guide wire was advanced over. The vessel diameter was 4mm and the lesion length 40mm. Following pre-dilatation, a 4x40mm supera peripheral stent was deployed by unlocking the deployment lock and under fluoroscopy. The thumb advancer was retracted and the lock was closed before removing the system verifying the total release of the stent; however, during removal it was noticed that the stent moved proximally. A 5x20mm supera peripheral stent system was advanced; however, when attempting to place the stent there was issues passing the 4x40mm supera stent. It seemed that the guide wire was between the stent and the vessel wall. The guide wire was pulled back and reinsert again through the 4x40mm implanted stent. The 5x20mm supera stent was deployed distal of the 4x40mm supera stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.